Manufacturer narrative:
Based on the claim against the product by the customer noting fragment fall into the patient from vessel sealer extend (vse), an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the shaft of the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, small pieces of the sheathing of the shaft of the vessel sealer extend fell into the patient near the jaws of the instrument. These fragments could be removed from the patient. A bumping of trocar during insertion was not observed. The procedure continued as planned. There was no report of patient injury. Intuitive surgical (isi) contacted the site/reporter and obtained the following additional information regarding this event: the instrument was checked before use, there was no damage or anything unusual. The surgical task that was being performed when the problem occurred is a stomach dissection in preparation for the formation of a gastric tube. The branches were not stuck in the tissue when the problem was detected. There was no undesired effect on the grasped tissue and there was no clamped tissue. The patient was not injured due to the reported problem. The procedure was performed entirely with a backup instrument. There was no additional surgery required to remove any fragment, no postoperative investigations such as x-ray or ultrasound examinations initiated to locate any remaining fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Through visual inspection of the instrument, fa found the main tube insulation broken at the distal tip. The missing material measured approximately 0.279" x 0.311" in length. None of the broken insulation material was returned with the instrument. The insulation did not exhibit thermal damage.

Event description:
Refer to h10/h11 for follow-up information.